Event description:
It was reported that the bd¿ IV administration set had a broken spike. The following information was provided by the initial reporter: "broken spike (injectable drug pack)".

Manufacturer narrative:
H6: investigation summary unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Our engineers were able observe a broken spike on the returned unit. The issue has been confirmed. Functional testing of related lots was performed in an attempt to replicate the observed damage. They observed that the observed damage is only replicated when the spike is misaligned. Our engineers determined that the root cause for the broken spike is most likely related to misalignment during the insertion of the spike into the port. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ IV administration set had a broken spike. The following information was provided by the initial reporter: "broken spike (injectable drug pack)".